Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that a pump reset occurred with an unknown patient in the past. There was no further information available.